Event description:
Leakage of blood noted in sheath of intra-aortic balloon indicating rupture of the balloon. Iabp alarmed for possible helium leak. Changing iabp did not solve problem, therefore, the iab was replaced. The iab in question was evaluated by clinical engineering the following day and a small leak was found at the blue connector where the iab attaches to the iabp. The leak was at the tygon type tubing end where it matches to the barbed part of the connector. No other leak was found. Blood was found in the plastic sleeve.